Event description:
(B)(4) is the initial importer of the device which is a power scooter. Our post market department was informed of the incident through a letter from an insurance carrier regarding a potential legal claim. Specifics of the incident and injury are minimal. We do not expect to receive the device back for evaluation. We are filing the report in an overabundance of caution. The end-user was driving the scooter when the left front wheel reportedly fell off and the device tipped over. The end-user claimed to have sustained a knee injury and underwent physical therapy. No medical documentation is available at this time. We will file a followup report if additional information becomes available.